Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not function as intended. Reportedly, the pump was, "not able to have proper warning and implementations with highs and lows." There was no reported impact to customer¿s blood glucose. Multiple attempts were made by tandem technical support to obtain additional information, however, the customer did not respond.